Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope was found to be non-compliant following microbiological testing performed after reprocessing, with results indicating >100 cfu/endoscope and the presence of indicator microorganisms. The device had undergone one cycle in the washer-disinfector prior to sampling and was subsequently quarantined for maintenance and analysis. The customer additionally reported that two patients experienced an infection following the use of the device. No additional information was provided regarding the type of infection, onset, clinical course, treatment, or patient outcome. The procedure details were not reported. This report is for patient 1 of 2.